Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/physical pain"), abdominal pain lower ("severe lower abdominal pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 32-year-old female patient who had essure (batch no: 713452) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic headaches, gastric haemorrhage and dysfunctional uterine bleeding. Concomitant products included buspirone, ferrous sulfate (ferrous sulphate), medroxyprogesterone acetate (depo-provera), pantoprazole, prenatal vitamins and sertraline (zoloft). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal/heavy menstrual bleeding/prolonged menses/menorrhagia/heavy periods and clots") and abdominal pain ("abdominal pain"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal) /spotting"). In 2011, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea(cramping)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On (B)(6) 2015, the patient experienced gastric disorder ("gastrointestinal or digestive system condition type:stomach issues"). In 2015, the patient experienced anaemia ("anemia/blood or heart disorder/condition type: anemia"). On (B)(6) 2015, 5 years 3 months after insertion of essure, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), anxiety ("emotional anguish"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with iron (iron supplement), ibuprofen, surgery (laparoscopic vaginal hysterectomy,left salpingo "oophorectomy",right salpingectomy) and surgery (hysterectomy with left salpingectomy right salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, menorrhagia, anaemia, back pain, vaginal haemorrhage and abdominal pain had resolved and the dysfunctional uterine bleeding, uterine haemorrhage and gastric disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, back pain, bladder disorder, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, gastric disorder, menorrhagia, pelvic pain, tooth disorder, urinary tract disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition number of coils remaining out on the: right side: 2, left side: 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: full occlusion of her "fallopian" tubes. Concerning the injuries reported in this case,the following ones were confirmed in patient's medical records:dysmenorrhoea, dyspareunia, menorrhagia, anaemia, abnormal uterine bleeding, pelvic pain female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc update ( product technical problem). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/physical pain"), abdominal pain lower ("severe lower abdominal pain"), uterine haemorrhage ("abnormal uterine bleeding") and haemorrhagic anaemia ("anemia/blood or heart disorder/condition type: anemia") in a 32-year-old female patient who had essure (batch no. 713452) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic headaches, gastric haemorrhage and dysfunctional uterine bleeding. Concomitant products included buspirone, ferrous sulfate (ferrous sulphate), medroxyprogesterone acetate (depo-provera), pantoprazole, prenatal vitamins and sertraline (zoloft). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal/heavy menstrual bleeding/prolonged menses/menorrhagia/heavy periods and clots") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal) /spotting"). In 2011, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea(cramping)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6) 2015, the patient experienced gastric disorder ("gastrointestinal or digestive system condition type:stomach issues"). In 2015, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant). On (B)(6) 2015, 5 years 3 months after insertion of essure, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), anxiety ("emotional anguish"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with iron (iron supplement), ibuprofen, surgery (laparoscopic vaginal hysterectomy,left salpingooopherectomy,right salpingectomy) and surgery (hysterectomy with left salpingectomy right salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, menorrhagia, haemorrhagic anaemia, back pain, vaginal haemorrhage and abdominal pain had resolved and the uterine haemorrhage, gastric disorder and dysfunctional uterine bleeding outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, gastric disorder, haemorrhagic anaemia, menorrhagia, pelvic pain, tooth disorder, urinary tract disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition number of coils remaining out on the: right side: 2, left side: 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of her fallopain tubes. Concerning the injuries reported in this case,the following ones were confirmed in patient's medical records:dysmenorrhoea,dyspareunia,menorrhagia,anaemia,abnormal uterine bleeding,pelvic pain female. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event "dysfunctional uterine bleeding" added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/physical pain"), abdominal pain lower ("severe lower abdominal pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 32-year-old female patient who had essure (batch no. 713452) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included headache, gastric haemorrhage and dysfunctional uterine bleeding. Concomitant products included buspirone, ferrous sulfate (ferrous sulphate), medroxyprogesterone acetate (depo-provera), pantoprazole, prenatal vitamins and sertraline (zoloft). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea(cramping)"), menorrhagia ("abnormal/heavy menstrual bleeding/prolonged menses/menorrhagia/heavy periods and clots"), vaginal haemorrhage ("abnormal bleeding(vaginal) /spotting"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2015, the patient experienced anaemia ("anemia/blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), anxiety ("emotional anguish"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastric disorder ("gastrointestinal or digestive system condition type:stomach issues") and abdominal pain ("abdominal pain"). The patient was treated with iron (iron supplement), ibuprofen, surgery (laparoscopic vaginal hysterectomy,left salpingooophorectomy,right salpingectomy) and surgery (hysterectomy with left salpingectomy right salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, menorrhagia, anaemia, back pain, vaginal haemorrhage and abdominal pain had resolved and the uterine haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastric disorder, menorrhagia, pelvic pain, tooth disorder, urinary tract disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition number of coils remaining out on the: right side: 2, left side: 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of her fallopian tubes. Concerning the injuries reported in this case,the following ones were confirmed in patient's medical records: dysmenorrhoea, dyspareunia, menorrhagia, anaemia, abnormal uterine bleeding,pelvic pain female. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events extracted per pfs:abnormal bleeding (vaginal), psychological or psychiatric problems condition: emotional anguish, bladder or urinary problems or changes, blood or heart disorder/condition type: anemia, dental problems, dyspareunia (painful sexual intercourse), pain, fatigue, gastrointestinal or digestive system condition type: stomach issues, spotting,abnormal uterine bleeding,abdominal pain. Concomitant disease,concomitant drugs,lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal/heavy menstrual bleeding/prolonged menses"), anaemia ("anemia") and back pain ("severe back pain"). The patient was treated with surgery (hysterectomy with left salpingectomy right salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia, anaemia and back pain had resolved. The reporter considered abdominal pain lower, anaemia, back pain, dysmenorrhoea and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of her fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.